Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Pins were not connected during tigerpaw system ii device use. The second tigerpaw system ii deice was successfully used to complete procedure. No known patient effect. No blood lost referred to this event. No add'l medical intervention.